Event description:
An ophthalmic surgeon reported that the valved trocar cannula leaked fluid after insertion. The trocar cannula was replaced with another one and the surgery was completed. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a device history record (DHR) review for the lots was conducted. No anomalies were found during the DHR reviews. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on DHR. A complaint history examination indicates no additional complaints were associated with the reported lot. No product sample has been returned for evaluation; therefore, the condition of the product could not be verified. A digital video disc (dvd) was returned for evaluation. In viewing the dvd the following was observed: the three trocars were placed and there was evidence that one was leaking and was replaced during the procedure. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).